Manufacturer narrative:
During technical onsite visit the field service engineer (fse) stated no leakage or odor from the unit was detected. However, the fse replaced halogen filter and adjusted gas pressure and tested the device. The system meets specification per service installation record. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(4) 2014 UDI regulation date. Device history record (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A client reported a gas odor during calibration. A smell was noted to be coming from the system. Upon follow up, no patient harm.